Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir herniated and developed a hole, causing a fluid leak. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. Leak testing revealed that there was a hole at a corner of a fold which led to a fluid leak. Based on the information available and analysis results analysis confirmed the hole and resulting leak observed clinically.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir herniating and developing a hole, which caused a fluid leak. A new ipp was implanted. There were no patient complications reported.